Event description:
Rptr has degenerative arthritis. In 1981, she underwent implant surgery in her left foot. The joint failed and she had it removed 10/4/83. Her dr says that she has silicone cysts in bone and along bone line and that it is eating/destroying her bone; so it was taken out. Now the dr wants to take another section from another bone and fuse her great toe in a position where she will be able to walk. She has had four back operations in the past and 8 foot surgeries. She believes the silicone has affected her immune system and had some relation to her having hypothyroidism, and further bone structure deterioration.